Manufacturer narrative:
According to our resources, this device remains actively implanted. Efforts to obtain additional details were unsuccessful. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
Boston scientific received information that this device displayed a yellow alert stating the voltage too low for projected remaining capacity. No adverse patient effects were reported.